Event description:
Norepinephrine product bag was spiked and the tubing began to slip downward, causing leakage of drug. Due to significant drop in patients blood pressure, another bag was spiked with new tubing. The tubing slid downward again and drug leaked from the second ag as well. Vasopressin and phenylephrine were started on the patient. Ref report: mw5155656.